Event description:
An aneurx stent graft system was implanted into a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. The patient had severely diseased, moderately tortuosity and moderately calcification in the vessels. It was reported 30 days post stent graft implant, the patient presented with left leg pain. The CT demonstrated that there may have been a narrowing in the distal aortic bifurcation/left iliac extension. The physician elected to remove the thrombosis from distal aortic bifurcation/left iliac extension. The physician also performed a kissing balloon procedure opening both iliac limbs. The final angiogram revealed that there was also a total occlusion of the vessel below the knee. The physician than removed the thrombosis from below the knee. There was good blood flow to the lower extremities. It was reported that the following day the patient expired. The autopsy report is inconclusive, however, the physician believes that the patient had pulmonary embolism.

Manufacturer narrative:
Evaluation results: (death, occlusion). (Severely diseased, moderately tortuosity and moderately calcification in the vessels). Conclusion: (severely diseased, moderately tortuosity and moderately calcification in the vessels). Secondary intervention.